Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The reaction of the panel buttons was poor when manipulated and misalignment in the coordinate was large and it was unable to be calibrated properly. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14oct2019. B4: 16oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this touchscreen failed due to multiple resistance failures including the resistance ratio which was found out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported that the touch panel was faulty. There was no patient involvement.